Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test at 4 lbs due to faulty force sensor resistor. Device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is normal. The customer was stuck in the preparing to prime loop. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.